Manufacturer narrative:
(B)(4). Batch #t5cz1k. Investigation summary the analysis results showed that one ecr60d cartridge reload was received. The reload was received with no apparent damage and fully fired. As the returned reload was received fully fired, no functional test could be performed due to the condition of the reload. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. The event described could not be confirmed as the cartridge was received fully fired.

Event description:
It was reported that during a sleeve gastrectomy, after severing the stomach with ecr60g on the third firing, all staples formed with irregular shapes and the anastomotic site was oozing. Suture was used to stop the oozing. The patient is currently stable and there were no patient consequences reported.